Manufacturer narrative:
Concomitant medical products: 60 cc syringe, unknown manufacturer. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was not included in the return. A functional test was not performed due to the condition of the returned device. A visual inspection of the catheter showed a crack and break in the catheter between 131.3 cm and 132.1 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that the balloon did not receive negative pressure and lubrication prior to advancement through the endoscope accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. This is the most likely cause for the reported observation. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The instructions for use state: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The instructions for use state: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of the lubrication will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that no lubrication was applied to the device, and that the balloon did not receive negative pressure, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. Per the customer, "something happened with the wire [guide]. They tried to use and move the wire [guide] and were not able to do so." There was no reportable information at that time. The cook district manager called and provided the following update on 02/08/2018: "they are using the balloon incorrectly. They were removing the wire from of the balloon prior to insertion [of the balloon] into the endoscope. That makes the catheter slightly weaker because of the open lumen. They were not lubricating the balloon, and they were filling the 60 cc syringe fully with no negative pressure. The device cracked during the procedure due to the incorrect usage of the device." The cook district manager says he provided an in-service and will be returning the balloon to cook for evaluation.